Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified anti-inflammatory injections for the event. Pd therapy was ongoing during treatment. The cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date around (B)(6)2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.